Event description:
Information was received from a health care provider (hcp) via a manufacturer representative (rep) regarding a patient receiving int rathecal 2000 mcg/ml at 1149 mcg/day via an implantable pump for unknown indications for use. It was reported that there was no cerebrospinal fluid (csf) flow at aspiration attempt. There were no environmental/external/patient factors that had led or contributed to the event. Diagnostics/troubleshooting performed included a catheter revision of the pump segment performed on (B)(6) 2024. The pump segment was replaced with an 8596sc and restored flows. The issue was resolved and the patient's status was "alive-no injury". The patient's weight and medical history was asked but was unknown.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: product ID 8596sc (serial: (B)(6)); product type: 0184-catheter; implant date: (B)(6) 2008; explant date: (B)(6) 2024; UDI: (B)(4); ubd: 2010-04-18. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.